Manufacturer narrative:
Product event summary: (B)(4): the device was returned, analyzed and no anomalies were found. Performance data collected from the device was also received, analyzed and showed some missed intrinsic v-sense beats and no capture which may be due to programming paramaters.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had intermittent failure to capture. The device was explanted. No patient complications have been reported as a result of this event.